Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a female patient who had essure (batch no: d35379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2021: quality-safety evaluation of ptc. After internal review, the event perforation of uterus, fallopian tubes or other organs was splited into uterine perforation, fallopian tube perforation and perforation of organs. Additionally, the event device dislocation was considered serious (medically significant). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes"), uterine perforation ("perforation of the uterus"), perforation ("perforation of other organs"), genital haemorrhage ("excessive bleeding") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity") in an adult female patient who had essure inserted (lot no. D35379) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of left salpingo-oophorectomy in 2003 and endometriosis, uterine fibroid, blurry vision, bloating, termination of pregnancy, gravida ii, menorrhagia, dysmenorrhea, ovarian cystectomy, left lower quadrant pain, oophorectomy, d & c, miscarriage, cesarean section (she had 2 c-sections, one in 1999 and one in 2001), vaginal discharge, ovarian cyst and pelvic adhesions. Previously administered products included: mirena, oral contraceptive nos and tranexamic acid. The patient had a family history of myocardial infarction and hypothyroidism. Concurrent conditions were listed as pelvic pain and dysmenorrhea. Concomitant products included naproxen since (B)(6) 2019, tranexamic (tranexamic acid), ativan (lorazepam) and lolo (ethinylestradiol;norethisterone acetate). On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criteria medically important and intervention required), uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion intervention required), device dislocation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery ( and endometrial ablation performed on (B)(6) 2018). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2015. Discrepancy noted in essure removal date: on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: right adnexal mass 5.78 x 8.62 cm dermoid. Essure coils visible + tubal occlusion confirmed bilaterally, no spill. [Pathology test] on (B)(6) 2015: specimens: ovary - right dermoid cyst diagnoses: right ovarian cyst: benign, mature cystic teratoma (dermoid cyst}. Clinical history: patient with third time history of dermoid cysts. Right dermoid cystectomy. Right dermoid cyst ruptured on cystectomy (laparoscopically done).; on (B)(6) 2019: specimen: uterus, cervix, bilateral fallopian tubes clinical history: dysmenorrhagia, presence of escher coils in specimen gross description: the endometrial cavity is obturated with two. Silver coloured coils at the left lateral aspects of the posterior uterine wall measuring 1.6 cm for each of them diagnoses: uterus and cervix with bilateral fallopian tubes squamous metaplasia and nabothian cyst of the cervix inactive endometrium adenomyosis and benign leiomyomata two silver coloured metal coils at the left lateral posterior aspect of the uterine wall [ultrasound scan] on (B)(6) 2015: impression: findings are in keeping with right ovarian dermoid; on (B)(6) 2015: there was felt to be a cyst possibly a dermoid in the right adnexa. Dr followed up that with an ultrasound scan and it confirms a 7.8 x 7.6 x 5.7 cm in homogenous mass associated with the right ovary. The left ovary has been removed in the pas; on (B)(6) 2017: impression: simple right ovarian cyst or follicle. Anterior fundal submucosal fibroid. Left ovary removed. Otherwise norma; on (B)(6) 2019: impression: small degenerating uterine fibroid. Iud in place. Small benign nodule in the right ovary. There has been a left oophorectomy and findings: an iud is noted in satisfactory position within the uterus. Echogenic curvilinear structure is noted in the intramural portion of the left fallopian tube, most compatible with an area of previous known coiling. Impression: 1. An iud is noted in satisfactory position. 2. 1 ox 12 x 7 mm lesion in the anterior subendometrial region, demonstrating some vascularity. This is of uncertain etiology, but could represent an avm, and is mild to moderately smaller than on previous ultrasound. The patient has not had been bleeding. 3. Partial visualization of a coil at the takeoff of the left fallopian tube. [X-ray] on (B)(6) 2019: impression: 1. Unremarkable bowel gas pattern. Moderate to severe stool in the ascending colon and moderate stool otherwise in the colon. No evidence of pneumoperitoneum. 2. Iud overlying the midline pelvis, with bilateral curvilinear radiopaque structures, which could be related to previous tubal ligation. 3. No acute bony abnormalities. 4. Acutely unremarkable chest radiograph quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 27-mar-2024: medical record received. Lab data including (surgical pathology report ) added. Medical history, concomitant conditions, are added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs') in a female patient who had essure (batch no. D35379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery. Essure was removed on (B)(6) 2020. At the time of the report, the fallopian tube perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, device dislocation, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss and weight fluctuation to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.